Event description:
It was reported that after a right hemicolectomy there was a post-op bleed. Patient was returned to theatre due to the post op bleed.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4 batch #: unknown. H6 health effect - clinical code: e10 gastrointestinal system. Additional information was requested and the following was obtained: what was the original procedure? Right hemicolectomy. What is the surgeon's experience with this device? They did no see any visible bleeding at the time but felt the seal or burst pressure may not have been strong enough as the patient was brought back to theatre with a bleed and required a colostomy bag. What was the exact product code was used in the original procedure? Nslx137c. Were there any issues with the device during the initial procedure? Not that they can think of. Did the patient have any pre-existing conditions that would make haemostasis challenging? No. What were the signs and symptoms of the post-op bleed? 5 hours after case, pain and then after scans they saw bleeding from the splenic flexure, not from the spleen but potentially some mesentery. How was the post-op bleeding managed? Re op and a colostomy bag was fitted. Was a re-operation required? If so, open or laparoscopic? Yes laparoscopic. Was the source of the bleeding identified? If yes, what was it? Yes but not sure, thinks mesentery. What was the total amount of blood loss (ml)? Not sure. What is the patient's current status? Patient home and well now. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information was obtained: an internal rapid response call was held on 6/5/2023 to discuss the hemostasis issues the customer experienced. The rep indicated that the customer has been using enseal for about 9 months and had the whole department switch over towards the end of last year. The device was well liked. The rep received a call about 1 month ago where she was informed, they had a post-op bleed that had to be taken back to the theatre. The case was a sigmoid colectomy where 5 days post-op, the patient experienced a lot of pain and was found to have a bleed. When the patient was taken back, a stoma was needed, and they believed the bleed was from the mesentery. Based off the situation during the re-op the customer believe the enseal curve jaw hadn¿t sealed. The enseal was used for the vein and pedicles in the original procedure. The patient is now fine. This occurrence did not dissuade the physicians from continuing to use the device and subsequence procedures were fine.